Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the cubie containing medication did not open, and the only way to proceed was to shut down the entire pyxis system. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no fault could be reproduced or confirmed. A technical support specialist (tss) inspected the device thoroughly. No failed cubie pockets were identified during the assessment, and a review of past vend history for the reported medication showed multiple successful dispenses. Additionally, there were no issues observed in the station or server logs. The system functioned as intended when the technical support specialist investigated the issue.